Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls.  Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The test strips were reportedly stored at 30°f inside the car. Product labeling states "you can store the test strips at room temperature or in the refrigerator (2-30 °c or 36-86 °f)." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method. The meter result was 4.7 inr. The laboratory result was 1.8 inr. The tests were 15 minutes from each other. The test strips were reportedly stored at 30°f inside the car. The patient's therapeutic range is 2.5 to 3.5 inr.   The interval of testing is once a week.